Event description:
The customer contact reported a leak. It was reported that at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl 2mcg/ml and 0.167% bupivacaine for a total volume of 200ml. After an unspecified length of time, the customer contact reported that the solution container was placed in an overwrap pouch and was shipped to an end user. It was reported that when the end user received the solution container, a leak of an unspecified volume of solution was noted within the clear overwrap pouch. It was reported that the seam at the bottom right corner of the solution container burst. No specific details were provided. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.